Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating the device. The pump would not pump and stay depressed. Troubleshooting measures were performed but were unsuccessful. The ipp is currently implanted. There were no patient complications reported.